Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the lead was contaminated by personel, so implanting it was not attempted. The lead was returned. No patient complications have been reported as a result of this event.